Event description:
It was reported to philips that the device failed operational check. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that operational check failed because of the memory card. The customer has decided to repair the device themselves no need for philips servicing. The customer can call back if they wish to have philips support and service. The device remains at the customer site and no further evaluation is required at this time.